Manufacturer narrative:
The pump was received with a severely cracked and bleeding lcd glass, minor scratches on the display window, a cracked display window corner, a cracked case at the display window corner, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the insulin pump was damaged. Part of the insulin pump's screen was blacken out. They could not see how many units. Customer's blood glucose level was not reported. The customer was checked in the hospital due to domestic violence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.